Event description:
Customer stated, "she was using the pad when she smelled something and noticed sparks from the switch" customer did not claim any injury. The product was returned for investigation. An investigation was done to look into the customers complaint. The cord was severely twisted. The investigator also observed a cut on the cord near at the strain relief. The cut in cord was probably caused by cord twisting causing stress at the strain relief. Additionally, the pad also showed signs of misuse. Pad was bunched, and had broken/bent leads, this is observed when the pad is folded/ laid on during use. IFU states "do not sit on, lie on, or crush pad." Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.